Event description:
It was reported that insulin gauge displayed an amount different than expected during past fill estimate events, which caused concern about accuracy of insulin measurements. There was no adverse impact to the customer's blood glucose level. Customer repeatedly changed cartridges when estimates seemed incorrect, reloaded same cartridge to address current concern, received education on fill estimates, and was sent replacement cartridges as a courtesy, with advice to contact technical support if future concerns arose.